Event description:
A percutaneous coronary intervention (pci) was performed for the 99% in stent restenosed (isr) lesion with calcification. The lesion was located in average tortuous right coronary artery (rca) distal. There was a stent which had been previously deployed several years ago in the vessel. The guide catheter was engaged, the lesion was pre-dilated with a balloon catheter and an inflation device. The intravascular ultrasound catheter (ivus) was inserted; however, the imaging catheter didn't cross the lesion. The physician attempted to remove the ivus catheter, but during withdrawal it seemed to have gotten caught in the stent strut. In an effort to free the device the physician detached the male/female luer connection of the imaging catheter to remove the imaging core. The guide catheter was positioned to rca mid to pull up the imaging catheter. The guide wire was inserted to the inner lumen of the imaging catheter and the imaging catheter was freed up and withdrawn without any pt complications.